Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous elevated blood glucose (bg) to an unknown value. Cause for the bg was unknown. Multiple attempts were made by tandem technical support to follow-up with the customer however, the customer did not respond.